Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: is a video of the event available? No. What were the indications for surgery? Suspicious lung cancer . What is the surgeon¿s experience with the pvs device? V experienced, used in during his training, in cork, at liverpool heart and chest and now blackpool what was the approximate width of the compressed vessel? 25mm-28mm did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were there any difficulties with the device or staple formation during the initial procedure? No. Was a transfusion required? Yes ¿ 2/3 units given what was the pre and postoperative anti-coagulant and pain management protocol? Post: low monocular lmwh, intercostal nerve blocks was the bleeding intraluminal or extraluminal? Extraluminal was there calcification of tissue that impeded clamping or cutting? No. Were there any pre-exiting patient conditions? Age, 85 years old. How was the bleeding controlled? Clamps and suturing eventually please confirm what vessel the device was firing upon when alleged difficulty occurred? Inferior pulmonary vein. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Is the surgeon interested in speaking with ethicon medical and engineering staff? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats right lower lobectomy, the surgeon had to call upon another surgeon to help suture major vessel together to stop bleeding. Surgeon used pvs stapler on multiple vessels, then went to stapler the pv. Staple line looked intact with no oozing. Upon checking the stump at the end of the surgery, there was some oozing from the middle and then the side - reg held pressure on the stump whilst the surgeon began converting to open from mi, during this time, the vessel opened completely. Patient lost 2¿3 liters of blood, and heart stopped. The heart was massaged to start it up again, and a second surgeon came in to repair the vessel. Patient left table and taken to ICU on the 21st of december and passed away on (B)(6) 2023.